Event description:
It was reported that the¿subject device looks like there was a piece of plastic stuck in the port. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated: b5, d4, d9, g3, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: unable to pass k- pipe due to foreign material inside channel- forceps passage and brush passage and stuck plastic inside k- pipe channel based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. ¿ olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.